Event description:
The customer contacted the biomerieux subsidiary in (B)(4) regarding an operator injury that occurred during use of a biomerieux product. While opening a bottle of vpa/vpb reagent, some of the reagent went into the eye of the technician. The technician rinsed their eyes out with water as indicated in the material safety data sheet, and received add'l treatment from an ophthalmologist; which allowed for a full recovery from the incident. The customer did indicate that the technician was not wearing safety glasses when the event occurred. As indicated in the package insert warnings/precautions section, "do not allow reagent to come into contact with skin, eyes, or clothing. The material safety data sheet (msds) provides specific instruction on handling this reagent and first aid measures if an adverse event occurred. The safety data sheet also provides detailed info regarding protective gear to wear when handling this product. The product was not returned for further investigation. There is no indication that the reagent bottle malfunctioned while it was being opened. This complaint is an isolated event that is not related to a malfunction of the product. The customer indicated that the technician was not wearing protective safety glasses as instructed in the material safety data sheet when handling this reagent. The root cause of the reported event is user error. The instructions in the package insert and msds are adequate and correctly informs the customer of safety precautions to reduce the potential of an adverse event. This event is being reported due to the required intervention to prevent permanent impairment/damage associated with the user error.